Event description:
After the ventilator is started, the oxygen sensor calibration fails.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between (B)(6) 2022 at the ems and bonaduz sites.  Reported by user outside the us. Report reference (B)(4). After the ventilator is started, the oxygen sensor calibration fails (no patients were involved at this time). Nevertheless, the event could have led to deficiency of oxygen if it were to recure during ventilation. The issue is not likely to be serious to public health but is likely to cause serious injury or death to patient or user if it were to recur. Therefore, the event has been deemed to be a reportable event.